Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this electrode was hospitalized post an inappropriate shock. Data was sent for a technical services (ts) review and recommendation. Ts confirmed the shock appeared to be related to system noise with an x-ray image indicating the potential of an electrode bend. Reportedly, the patient had been sleeping when the shock occurred and confirmed no recent falls or trauma to the pocked area. A follow-up was performed, to include system manipulations in multiple positions. Captured electrograms were able to document non physiologic signals during posture changes. The physician removed the electrode due to the likelihood of a product fracture. The explanted product is intended to be returned for laboratory analysis. No procedural adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode was hospitalized post an inappropriate shock. Data was sent for a technical services (ts) review and recommendation. Ts confirmed the shock appeared to be related to system noise with an x-ray image indicating the potential of an electrode bend. Reportedly, the patient had been sleeping when the shock occurred and confirmed no recent falls or trauma to the pocked area. A follow-up was performed, to include system manipulations in multiple positions. Captured electrograms were able to document non physiologic signals during posture changes. The physician removed the electrode due to the likelihood of a product fracture. The explanted product was returned for laboratory analysis. No procedural adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a setscrew mark on the proximal connector, sense a contact pin, in the correct location. Electrode resistances measured as intermittent consistent with a conductor fracture. X-ray imagery observation confirmed a fractured sense a cable at approximately 2.7 cm from terminal end. The fracture characteristics are consistent with cyclic fatigue.